Event description:
Paramedics used the device to administer external pacing to a patient during vehicle transport. The device allegedly stopped pacing and displayed a pacing leads off alarm. The pacing electrodes were changed, but pacing could not be restarted and the device continued to display the pacing leads off alarm. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.